Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. G2- australia. H3- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H6: component code: proposed component (annex g) code is: mechanical (g04) - femur.

Event description:
It was reported that a patient¿s femoral component was revised due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, h10, and h11. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: images show a nexgen rotating hinge knee replacement. At the femoral stem component metal-bone interfaces there is a radiolucency with parallel sclerotic rim, consistent with loosening of the femoral stem. The tibial component is cemented at the stem and does not show gross evidence for loosening. The tibial component has been implanted within the tibia and approximately 3- 4 degrees varus. A staple is present in the lateral tibial plateau posterolaterally. There is reduced bone mineral density noted at the proximal tibia. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: a1, a2, a3, b4, b5, d2, g1, g3, g6, h1, h2, h6, and h11.

Event description:
It was reported that a patient was revised due to femoral loosening. Attempts to obtain additional information have been made; however, no more information is available.